Event description:
Customer ran a blood test on her contour meter and received a result of 62 mg/dl. She repeated the test on her older contour meter and received a result of 178 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and she expected to return her strips for evaluation.